Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was impacted (225 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up report will be submitted.